Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g2, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, non-penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported exchange for rupture. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported exchange for rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.